Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power up with no issues and there were no issues found to the display screen. All entries made to the pump were found after the date stated that the display was blank. A review of the pump's history revealed that there was no evidence of a short battery life issue from (B)(6) 2011. The pump was exercised for 24 hrs and no power issues found. The rewind, load, and prime steps were also performed on the pump and no power issues were observed. The electrical current was tested and found to be within specification. The power connections were also tested and no defects were noted.

Event description:
On (B)(6) 2011, the lay-user/pt claimed that there was a power issue with the animas insulin pump. The pump allegedly kept shutting off after the battery was replaced on several occasions. There was no reported serious injury associated with the power issue. During troubleshooting, the pt reported the battery cap was intact, no damage to the battery compartments was observed, and there was no moisture or corrosion in the battery compartment. Reportedly, all warnings and alarms were prompted when the battery was low. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
After the eval is completed and a supplemental report will be filled. No conclusions can be drawn at this time.